Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4) , batch: 2000022063/21680425.

Event description:
It was reported that the patient experienced pain at the pocket site. It was also noted that the pocket area was sensitive to touch. The patient underwent an explant procedure. All device components were explanted and will not be returned.